Event description:
It was reported that the defibrillator had an error code 15:7 - auto-test started but failed to complete. The event occurred during clinical use, but there was reportedly no patient harm.